Event description:
The customer reported that the .20 segment of the central nurse's station (cns) could not see the devices on the .10 segment. The customer also reported that this issue is impacting their ability to transfer patients from one department to another.

Manufacturer narrative:
Details of complaint: the customer reported that the .20 segment of the central nurse's station (cns) could not see the devices on the .10 segment. The customer also reported that this issue is impacting their ability to transfer patients from one department to another. No patient harm or injury was reported. Nk ts remoted in and removed one of the bedside monitors (bsms) from the network, which allowed the other devices to be seen on the host table, which resolved the issue. Service requested / performed: troubleshooting. Investigation summary: the root cause for the reported communication loss is related to the customer's network environment. The customer was experiencing communication loss due a bedside in the affected segment taking over that segment. The bedside was removed from the network until the cns retook control and the issue was resolved. Possible root causes for bedside takeover are poor network infrastructure, host1000 ip configuration, or segment overcrowding.

Manufacturer narrative:
The customer reported that their .20 segment central nurse's station (cns) cannot see any of the devices on the 10. Segment. The customer also reported that this issue is impacting their ability to transfer patients from one department to another. No harm or injury was reported although the customer noted that this matter could potentially result in patient safety issues. Nk ts remoted in and removed one of the monitored bedside monitor's (bsm's) from the network, which allowed all of the other devices to show up on the host table. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bedside monitor: model: ni; sn: ni.

Event description:
The customer reported that their .20 segment central nurse's station (cns) cannot see any of the devices on the 10. Segment. The customer also reported that this issue is impacting their ability to transfer patients from one department to another.